Event description:
It is reported on (B)(6) 2015 during a ravitch repair case, the surgeon used sternalock blu implants to repair the chest wall deformity. The surgery was completed and the wound was closed. Subsequently the patient suffered a cardiac tamponade, chest compressions were performed and as a result the ascending aorta was perforated. During the emergency re-entry the surgeon repaired the perforation and removed six of the 18mm screws and replaced with 12mm screws. It is reported the patient outcome is positive.

Manufacturer narrative:
The possible adverse events in the package insert distributed with this product state "selection of screws which are longer than the depth of the sternum may cause possible impingement on structures internal to chest wall including vessels, pleura and other structures." The sales associate reports the screws were discarded by the hospital during the revision surgery, therefore no device evaluation can be performed. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event; however based on the information available it appears the screw length selected was too long. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.